Event description:
It was reported that the customer experienced a blood glucose (bg) level of 300-399 mg/dl. Cause of bg was not known. Customer administered a manual injection to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline. Customer was discharged 2 days later with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.